Event description:
The reporter stated "air entrapment." There was no pt injury or treatment associated with this event.

Manufacturer narrative:
One sample was received with no visible damage or manufacturing issue that would have contributed to the report. The sample was primed and repeatedly tested with no visible air ingress noted. The device history was reviewed with no issues noted. Smiths was unable to confirm the issue or determine a possible cause. No additional action is necessary at this time. Smiths considers this MDR closed with this report.